Manufacturer narrative:
At the time of this report, the device is still implanted. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 300cc saline prosthesis, catalog # 3501645, serial (B)(4). Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate profile 300cc saline prosthesis and experienced deflation post procedure. At the time of this report, mentor has received no information regarding explant date; however, it is indicated that bilateral replacement will take place.

Manufacturer narrative:
Additional information was obtained with the surgical report from the replacement operation on (B)(6) 2018. Capsular contracture (baker's grade unknown) was indicated in addition to deflation. The replacement prostheses were 330cc allergan natrelle inspira ((B)(4)). The patient's last known condition was stable. No procedural complications were noted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received with the field experience report on 4/13/2018. The final fill volume of the impacted product was 325ccs. The explant date was received, and the devices were replaced with allergan natrelle silicone implants. The serial number of the impacted was updated. The product originally reported as the impacted product was in fact the concomitant product, and vice versa. It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 300cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the posterior aspect. A rent measuring approximately 0.1 cm was discovered within the crease on the posterior aspect. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Concomitant medical products: mentor smooth round moderate profile 300cc saline prosthesis, catalog #3501645, (B)(4).